Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support advised and instructed the caller on proper techniques to operate the pump button, and upon verifying the issue's persistence, resolved to provide a replacement pump. The customer was informed about completing necessary training before using the new pump and acknowledged understanding of the procedures for returning the problematic pump. The replacement pump was sent, and no signature was required for delivery.